Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the returned lens was inspected with the unaided eye showing it was cut in half most probably to aid in explant. Due to the condition of the lens, further analysis is not possible. The complaint event could not be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order was performed which revealed that no other complaint has been received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00, 23.0 diopter intraocular lens (iol) was explanted due to unexpected post-op refraction. There was no incision enlargement, no vitrectomy and no sutures performed. There was no post-op injury. Replacement lens was another zlb00 of a higher diopter (23.5). No other information was provided.